Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in the clinic and the coordinator observed driveline wires exposed near the strain relief. There was damage to the outer sheath and inner lumen. The white wire was nicked. The entire driveline was covered in multiple layers of sheath which were cracked. The layers were removed and the driveline repaired. The patient was stable throughout the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable revealed damage to the outer sheath with several conducting wires exposed beyond the connector strain relief, confirming the reported event. A driveline splice repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the reported event can be attributed to factors such as improper handling, wear over time. If information is provided in the future, a supplemental report will be issued.